Manufacturer narrative:
On 02 december 2025, the user informed senseonics that the system was displaying results that differed from blood glucometer measurements. Based on the escalation analysis, a sensor replacement was approved due to system performance deviation. An RMA was issued for the return of the sensor for further investigation.upon receipt, a visual inspection was performed, and no anomalies were observed. In-house testing of the returned sensor, along with vivo data, indicated chemical degradation in all sensing areas, indicative of oxidation of the glucose indicating chemistry in the sensor hydrogel. Optical instability was also observed and attributed to delamination of internal component of the sensor and filter corrosion, as confirmed through visual inspection. A replacement sensor was provided to the user as part of the resolution.

Event description:
Senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.